Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacture¿s investigation conclusion: the reported event that the heartmate ii system monitor display (B)(4) would not turn on was confirmed. The unit turned on as indicated by the green status light but there was no display on the screen. The issue was isolated to the main pcba. A repair quote was sent to the customer and a purchase order (po) was requested; however, no response was given. As a result, the (B)(4) had been returned to the customer in unrepaired condition and labeled "not for human use". Device history record indicated the device was manufactured in accordance with manufacturing and quality assurance specifications. System monitor (serial # (B)(4)) was shipped to the customer on 16nov2015. Heartmate ii instructions for use (IFU) and heartmate 3 IFU has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module IFU (section titled ¿setting up the system monitor for use with the power module¿). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate system monitor did not turn on although the green led was lit. It was confirmed that the heartmate system monitor turned on but the display did not work.